Event description:
An olympus representative reported on behalf of the customer that, during routine maintenance of the device, it was discovered that their duodenovideoscope had a damaged/broken plastic distal end cover, a deep cut/leakage from the bending section cover, and low angulation. The device had reportedly been used in an unknown procedure which the patient received mild/controlled anesthesia. Following the completion of the procedure when the scope was being withdrawn from the patient, the patient reportedly had bit the device, resulting in the device damage noted during the device maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of broken plastic distal end cover was confirmed. The following additional findings were also noted: loss of water tightness due to a cut on the bending sectio ncover, uneven illumination due to light guide bundle breakage, banding angles not meeting the standard value due to deformation of the bending tube and wear of the angle wire, assorted cuts and scratches, corrosion of the control unit due to water leakage, and foreign material in the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormalities of the device were due to physical stress (caused by handling). Olympus will continue to monitor field performance for this device.